Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away from a combination of pseudomonas infection, acute kidney injury, encephalopathy, and failure to thrive.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, potential adverse events, including infection (local, driveline, pump pocket), renal dysfunction, other neurological events (not stroke-related), and death, that may be associated with the use of heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ lists infection and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate ii lvas. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.